Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-50, serial#: (B)(4), description: artisan surgical lead, 50cm. Model#: sc-8216-70, serial#: (B)(4), description: artisan surgical lead, 70cm. The devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that there was a breakdown on the patient¿s skin at the battery site. The patient underwent an explant procedure of the ipg and the tails of the leads. The physician did not think that it was device related. The physician cut the tails of the lead and left the actual paddle in place as precautionary measures since there was a breakdown in the patient¿s skin at the battery site. No device malfunction was suspected. The patient was doing well postoperatively.